Event description:
Related to medical device manufacturer's report # 3004742232-2008-00019. It was reported that during an orbital atherectomy (oa) treatment procedure, the diamondback 360 orbital atherectomy system became stuck and removal difficulties were encountered. The superficial femoral artery (sfa) was about 70% stenotic and the right iliac was completely occluded; therefore, the physician performed a cut-down in the left groin and utilized an antegrade approach. The lesions being treated were located in the anterior tibial (at), peroneal, and posterior tibial (pt) vessels below the trifurcation. The at lesion was calcified, and all three lesions demonstrated diffuse disease with 70-80% stenosis. The reference vessel diameter of the distal popliteal and peroneal vessels was 3. Total spin time of 3:23 on low. Several passes were performed on low speed in the peroneal artery. During the last pass, the end of the diamondback catheter came very close to the transition/step portion at the end of the .017" guide wire. The diamondback catheter subsequently bogged down and the rpms dropped. The oad catheter became stuck in the vessel. The physician attempted to pull back on the oad catheter, but encountered resistance. The catheter was then pulled using significant force causing it to become "accordioned." At this time, the patient complained of severe pain. The angiogram revealed a perforation at the trifurcation. The physician elected to convert to an open procedure resulting in a successful femoral-to-pedal bypass. The patient demonstrated stable condition with bounding pulses post procedure and is reported to be doing very well since the intervention.

Manufacturer narrative:
Device evaluation: the facility has retained the devices, therefore, no direct device analysis is possible. The device history record for this lot number has been reviewed. No issues or discrepancies were noted during this review that would have contributed to the reported complaint. The device met its material, assembly, and quality control requirements. The instructions for use direct that, "a minimum distance of 3.0 inches (7.6 cm) between the guide wire spring tip and the end of the shaft must be maintained to prevent contact of the shaft tip with the guide wire spring." In discussing the event with the dsm, the facility qa/qi representative stated that, he felt the event was "physician error/technique-related, not device related."